Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. Patient was asymptomatic and no electrical anomalies were noted. Lead to be revised.

Event description:
New information received notes the lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 15.1-15.5cm from the distal tip, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasions were found at 9.3-12.6cm and 10.2-12.3cm from the distal tip. Internal insulation abrasion was found at 7.5- 7.6 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Explant information was omitted on the first supplemental report.